Manufacturer narrative:
Product complaint # (B)(4). Batch # t5dp5a. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can it be confirmed that the entire width of compressed vessel was proximal to cut line? Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Does the surgeon routinely wait 15 seconds prior to firing? What is the current patient status? Yes entire width of compressed vessel was proximal to cutting line. To the extent I could see there was nothing trapped within the jaws. I do wait for few seconds but can¿t tell for sure if it 15 sec. Patient is recovering well. Still in some pain and discomfort but overall doing well.

Event description:
It was reported that the device was being used during a robotic donor nephrectomy. When fired on the renal vessel, the vessel on the patient side did not seal and the patient lost 8 litres of blood. The case was immediately converted to an emergency laparotomy in order to stop the bleeding. It is currently unsure whether there was malformed staples, or no staples were deployed. On the kidney side the staples formed properly.